Event description:
It was reported by the patient that they have experienced a diabetic seizure. No other information was provided about this situation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.